Manufacturer narrative:
Updated summary and code grids.

Event description:
This report is based on information provided by philips bench technician and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx indicating that the general test failed. The fse evaluated the device on site and determined the battery, along with the internal memory card needed replaced. However, service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on (B)(6) 2022. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the battery. The reported problem was confirmed. The customer was made aware of the end of life terms and the device remains at the customer site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported the general test failed. No patient involvement reported at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.